Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the au680 chemistry analyzer and advised the customer to replace all the ise electrodes and ise tubing. Cts confirmed that the customer replaced the ise electrodes and ise tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including, na (sodium), k (potassium) and cl (chloride) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.